Event description:
New information indicated the lead was capped and replaced on (B)(6) 2015. The patient was stable post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. The atrial lead exhibited high impedance and high capture threshold. No intervention or patient symptoms were reported. The patient would be monitored.